Event description:
While removing the micro catheter after an onyx embolization, it was reported the catheter broke at approximately 7 cm from the distal tip and the tip remained in the patient. The patient had an occipital region bleed prior to the event. On follow-up, it was reported the patient experienced hemorrhage from attempted catheter removal and also a stroke has been observed.

Manufacturer narrative:
The proximal broken segment was returned for evaluation. The distal portion of the segment was stretched and showed evidence of tensile failure. It was reported the catheter was entrapped due to tortuous anatomy and approximately 2cm of onyx refluxed.